Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly trial was found broken in the tray. We didn't need that size so no delay or replacement was needed during the case. No patient impct.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned device found signs of repeated use and is fractured. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records are not available for review. The part has been in the field for approximately six years and four months. It is unknown for how many times the device is being used. This complaint was confirmed. The root cause can be contributed to normal wear and tear of device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.